Event description:
It was reported that the device kept detecting "air in line" when placed on set and about to start pump - tried on multiple sets. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical and inspected. The dso seal had a bubble. There was evidence of the reported problem in the event log. (B)(6) 2021 2:27:05 pm medium alarm displayed: cannot start pump. (B)(6) 2021 2:27:06 pm medium alarm acknowledged: cannot start pump. Functional tests were performed. One side of the air detector was damaged. The root cause of the problem looked to be from impact. Impact damage caused by the customer. To correct the reported problem, the air detector was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
The device was returned to smiths medical and inspected. The dso seal had a bubble. There was evidence of the reported problem in the event log. (B)(6) 2021 2:27:05 pm medium alarm displayed: cannot start pump. (B)(6) 2021 2:27:06 pm medium alarm acknowledged: cannot start pump. Functional tests were performed. One side of the air detector was damaged. The root cause of the problem looked to be from impact. Impact damage caused by the customer. To correct the reported problem, the air detector was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device kept detecting "air in line" when placed on set and about to start pump - tried on multiple sets. No patient injury was reported.